Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The foreign patient inserted the sensor on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.